Event description:
This is a device failure that could lead to a serious injury if the failure were to re-occur. The device has been re-used; according to the complainant. The procedure described in the complaint does not allege any injury. However, the investigation of the device demonstrates a bond failure, likely due to aggressive disinfecting and cleaning between uses. The product has been tested using microscopy and it has been determined that adhesive remains, but that there was a jagged separation at the bond due to some force. Co believes that this force was applied during repeated cleaning.